Event description:
The nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22.

Manufacturer narrative:
Details of complaint: the nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22. According to the customer, the cns would reboot on its own and come back up and continue displaying the comm loss message. The unit would reboot 3 times and after the third time it would remain stable for about an hour and then the issue (rebooting 3 times) would repeat itself. The same issue randomly happened on different cnss. The customer downgraded 3 of the cnss back to software 02-20 from the upgrade 02-22 to see if the issue is caused by the software update. The units that were downgraded remained stable; however, the ones with the upgrade kept having the issue. There was no patient injury reported. Investigation summary: the investigation from irc identified that in v02-22, the cns may reboot when it is in a network where there is a telemetry server of enterprise gateway. This issue has been resolved and addressed in a newer software version, version 02-23. It is recommended to the customer to upgrade the software to version 02-23. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. B6 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. B7 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. D10 attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
The nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22. According to the customer, the cns would reboot on its own and come back up and continue displaying the comm loss message. The unit would reboot 3 times and after the third time it would remain stable for about an hour and then the issue (rebooting 3 times) would repeat itself. The same issue randomly happened on different cnss. The customer downgraded 3 of the cnss back to software 02-20 from the upgrade 02-22 to see if the issue is caused by the software update. The units that were downgraded remained stable; however, the ones with the upgrade kept having the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient information request, attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. Relevant test/ laboratory data request, attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. Other relevant history request, attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information. Concomitant medical product information request, attempt # 1: 02/06/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; unfortunately, I do not have any additional information.

Event description:
The nk employee (internal customer) reported that this central nurse's station (cns) displayed communication loss (comm loss) after updating the software to 02-22.